Manufacturer narrative:
Batch review performed on 26 june 2018. Lot 174526: (B)(4) items manufactured and released on 27 november 2017. Expiration date: 2022-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 reference 01.29.208 (k112115). Lot 172266: (B)(4) items manufactured and released on 01 september 2017. Expiration date: 2022-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection about 2 months after primary. The pathogen is unknown. The surgeon revised head and liner. The surgery was completed successfully.